Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory(ua) 08 (motor controller fault detected) message and ua 21 (position change does not coincide with motor direction) message on the user control panel. No patient involvement. Additional information: autopulse platform will not be returned for investigation.